Manufacturer narrative:
(B)(4). D10: item # ep-053256, ringloc-x e1 h/w 56/32mm, lot # 3275379. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right hip replacement on an unknown date. Subsequently, the patient was revised due to recurrent dislocations. Previous dislocations were reduced without opening the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). No product was returned for examination. Some images are available, and the ceramic head is also shown. The images were taken immediately after the revision surgery, and the component remains in a non-cleaned, contaminated condition. Visual assessment reveals damages to the surface of the ceramic head, metallic smearing and some scratches can be seen. A review of the device manufacturing records could not be performed due to missing lot number. However, the ceramtec inspection certificate confirmed no abnormalities and deviations. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a radiologist. Review of the available records identified the following: ap view of the bilateral hips demonstrates bilateral total hip arthroplasties. No acute fracture. No radiolucency. No dislocation. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.